Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer called wanting to duplicate an order for wheel locks for an s900 wheelchair. He then stated the wheel locks are cracked due to use.